Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage along the entire length of the stent. The stent was moved proximally on the balloon. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-sep 2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in very tortuous and moderately calcified left anterior descending artery. A 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion even after trying multiple times. The procedure was completed with different device. There were no patient complications and the patient status was stable. However, returned device analysis revealed stent damage and stent shifted/moved.